Event description:
It was reported that before using on a patient, a plastic broken piece was out from the tip of needle when fired. No patient injury and no medical intervention required. An item that expired in may 2013 was used. On 07/10/2013, the international contact ((B)(6)) provided the following additional information: the protective cover was still on the needle when the user test-fired the needle and then a plastic piece came out from the tip of the needle. On 07/21/2013, the international contact indicated that the user acknowledged that the product was expired before use; however, it was used by a judgment of the user. On 08/19/2013, the international contact also clarified that when the physician tried to fire the expired needle before use on the patient, the plastic piece came out from the tip of the needle.  So, the physician did not use it on the patient; the physician used a similar competitive needle on the patient and completed the procedure.

Manufacturer narrative:
(B)(4). Upon further review and evaluation of the sample received, it was determined that this event did not meet the criteria for MDR reporting; therefore, the medwatch report was submitted in error. The investigation found a small broken blue plastic piece and a broken lower case. However, it was determined that the broken blue plastic piece could not have come out from the tip of the needle since the external diameter of the outer cannula of the sample provided was 1.65mm and the broken piece measured 4.22mm long x 2.42mm high. Therefore, the reported condition of a broken piece coming out of the tip of the needle could not be confirmed. During the evaluation, it was also noted that the sample pouch specifies the expiration date, 2013/05, as confirmed in the device history record for the lot number reported, hence there were no deficiencies noted regarding the expiration date. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. Based on the investigation results, the most probable root cause of the broken plastic piece could not be determined as no issues were found during review of the applicable internal production records. Regarding the use of expired product, there was no manufacturing deficiency and the provider knowingly used an expired product; therefore, a root cause was not determined for this.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. During visual inspection, a broken small blue plastic piece and a broken lower case was noted. Therefore, the reported condition was confirmed. It was also noted that the sample¿s pouch specifies the correct expiration date, 2013/05, as is indicated in the manufacturing device history records for the lot number reported; hence, there was no deficiency found with the sample¿s expiration information. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. This incident has been observed in sporadic occasions; however, the occurrence is limited to units that have been subjected to multiple charge and discharge cycles. The use of expired product was not reported as being related to a manufacturing deficiency, since the customer reported to having knowingly used the expired device. The most probable root cause related to the broken plastic piece could not be determined as no issues were noted during the applicable manufacturing device history record review that could relate material used to the reported condition. Although the most probable root cause for the reported condition of a broken plastic piece could not be determined, the manufacturing plant is continuing to monitor this issue to identify the need for any further actions.